Event description:
The customer reported that the device was not picking up the ECG correctly and that they did not know what was wrong with it.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.